Manufacturer narrative:
No patients were involved in this event. Beckman coulter (bec) customer technical support (cts) determined that the customer had misloaded the access total bhcg (5th is) reagent pack on the laboratory's unicel dxi 600 access immunoassay system instrument. In conclusion, although use error is the cause of this event, the system software malfunctioned as it did not detect a misloaded pack. (B)(4). All MDR's associated with this report: 2122870-2015-00889, 2122870-2015-00890.

Event description:
The customer loaded an incorrect beta human chorionic gonadotropin (access total bhcg (5th is)) reagent pack on the laboratory's unicel dxi 600 access immunoassay system serial number 900471. The customer stated that no patient results were generated in association with this event. There was no change to or impact to patient treatment in connection with this event. Beckman coulter (bec) customer technical support (cts) was troubleshooting another issue with the customer and had the customer unload the access total bhcg (5th is) reagent pack from each unicel dxi 600 access immunoassay system. When the customer went to reload the access total bhcg (5th is) reagent packs, they loaded each access total bhcg (5th is) reagent pack on the wrong unicel dxi 600 access immunoassay system. The unicel dxi 600 immunoassay system serial number (B)(4) had, previous to this event, been updated with system software that alerts the customer to and detects reagent pack misloading. In this event, the customer had not received any related error messages or system flags at the time of the event that would have notified the customer that incorrect reagent packs were loaded on the wrong instrument.

Manufacturer narrative:
After further review by the bec (beckman coulter) chu (complaint handling unit), it was determined that there was no malfunction associated with this event. The system software was performing as designed at the time that the pack sharing was identified. Use error is still determined to be the cause of this event.